Event description:
It was originally reported the device was returned to the manufacturer, analyzed, and subsequently tested out of specification. This finding has been updated. Our records indicate that the patient had expired. There is no allegation that the death was device related. The cause of death has been requested but not yet received. Additional information from a published obituary states the patient died at home, with a history of pulmonary disease and complications of aortic grafts.

Event description:
(B) (4).

Manufacturer narrative:
(B) (4).

Event description:
It was originally reported the device was returned to the manufacturer, analyzed, and subsequently tested out of specification. This finding has been updated (see narrative). Our records indicate that the patient had expired. There is no allegation that the death was device related. The cause of death has been requested but not yet received. Additional information from a published obituary states the patient died at home, with a history of pulmonary disease and complications of aortic grafts.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. Evaluation summary: testing revealed no atrial output. The no output condition was the result of lifted atrial hybrid bond wires. The analysis finding has been updated to: no anomalies found. This is based on a determination that the anomaly occurred after the patient's death. It was originally reported the device was returned to the manufacturer, analyzed, and subsequently tested out of specification. This finding has been updated (see narrative). Our records indicate that the patient had expired. There is no allegation that the death was device related. The cause of death has been requested but not yet received. Additional information from a published obituary states the patient died at home, with a history of pulmonary disease and complications of aortic grafts.actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications no conclusion can be drawn.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. Evaluation summary: testing revealed no atrial output. The no output condition was the result of lifted atrial hybrid bond wires. The analysis finding has been updated to: no anomalies found. This is based on a determination that the anomaly occurred after the patient's death.